Event description:
The pt's blood glucose elevated to (437 mg/dl). The caller believes the infusion set caused the pt's blood glucose to elevate. After the pt changed the infusion set his blood glucose returned to normal.